Manufacturer narrative:
No sample was returned to the plant for investigation to date. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic manager reported a hemodialysis patient was connected to a 2008t hd machine when the blood leak alarm occurred. The serial number was unknown. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 350. The manager stated the bloodlines used were fresenius and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result, but no blood was noted in the dialysate. The manager stated it was determined the patient¿s vascular access clotted, and the patient was sent to the hospital to resolve the issue. No patient adverse effects were experienced and the patient was able to return to the clinic that evening to complete treatment with new supplies on another machine and completed treatment without issue. The patient dialyzed 3 times a week. The sample was available for return for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported a hemodialysis patient was connected to a 2008t hd machine when the blood leak alarm occurred. The serial number was unknown. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 350. The manager stated the bloodlines used were fresenius and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result, but no blood was noted in the dialysate. The manager stated it was determined the patient¿s vascular access clotted, and the patient was sent to the hospital to resolve the issue. No patient adverse effects were experienced and the patient was able to return to the clinic that evening to complete treatment with new supplies on another machine and completed treatment without issue. The patient dialyzed 3 times a week. The sample was available for return for evaluation.